Event description:
Per the clinic, the patient experienced an infection (cellulitis) which leads to extrusion of the implant (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence (specific date not reported). The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.